Event description:
It was reported that the atrial lead had dislodged. During the repositioning of the lead, the stylet could not be fully inserted. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.